Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of- range (oor) shock impedance measurements on the right ventricular (rv) lead. Abrupt changes in shock impedance measurements were observed over the past several months. The lead connected to this device is a non boston scientific product. No evidence of lead noise was observed. Technical services (ts) recommended continued monitoring. No adverse patient effects were reported. This device remains in service at this time.